Manufacturer narrative:
(B)(4). Field service representative (fsr) went onsite to evaluate the device. The fsr was able to confirm the reported issue (blank screen). A front panel was ordered by the fsr to resolve the reported issue but at this time is pending receipt. Once the front panel is delivered, then the repair and evaluation will be completed. The suspect component (front panel) hasn't been received at this time by carefusion. If the component of the device is returned then a supplemental report will be submitted after an investigation is completed.

Event description:
The customer reported that the suspect vela ventilator touch screen display went blank during testing. There was no patient involvement associated with the reported event.